Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/13/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 20 straps were found inside cannula shaft. In addition, the ratchet pawl was found excessive wear and tear. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2020 and the absorbable straps were used. It was reported that the clips did not properly close. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/17/2020. Corrected information: h6 - result and conclusion codes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. Additional information was requested and the following was obtained: 1. When you say that the straps did not close properly are you saying that as a result of the straps not closing, they were not adhering to the mesh/tissue? No more information given by the customer. 2. How was the procedure completed? No more information given by the customer. 3. Any patient consequences? No.